Event description:
Pt on 3rd admission for dka after reviewing use of the novofine autoshield pen, I am extending concern the needle may be malfunction. Direct observation of pen use by medical staff. Pt applied needle appropriately to insulin pen. Watched and observed pt was able to appropriately apply pressure to open and able to hear needle shield click, red "used" flags on side show. Pt appropriately held syringe in place for 5 secs before removing pen from her skin. Large around of insulin trickles down pt skin, no puncture wound visible. Please review lot number and see if this is a bad batch. Pt is now on 3rd admission for dka since using these needles. FDA safety report ID# (B)(4).